Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Despite troubleshooting with tandem technical support, the occlusions persisted, and the customer ultimately reverted to an alternate method of insulin therapy. There was no adverse impact to customer¿s blood glucose level.